Event description:
Pt reported that a comparison between their surestep and a hcp meter was 116 mg/dl (ss) and 232 mg/dl (hcp) respectively (50% difference). No symptoms were reported. There was no allegation of harm.